Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor position encoder error alarm. The customer's blood glucose level was 185 mg/dl. The customer was able to rewind the device. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. The motor was tested outside of the device and passed; the motor may have had and intermittent failure that was not detected during our testing. The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.